Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi twin lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. It can be established that the sling and the lift, which work together as a system, were found to have been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. Based on product knowledge and previously made simulations this then leaves open a possible sequences of events: from simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked if the clips are correctly attached and remain in tension as the weight of the patient is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional possible causes that also involve use that is not following the IFU: when a transfer occurs from a bed or chair, this means at some point there must be a repositioning from horizontal to seated position or from seated to horizontal to place a person in chair or bed. If this scenario occurred in the middle of the resident's transfer this means that the clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself). Also this means that the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labelled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labelling is followed there can be no issue. However, it is possible for the caregiver to not have followed the labelling and have used the person in the sling to manipulate the spreader bar. This scenario seems to be related also to this event. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The maxi twin lift instructions for use contains crucial warnings, inter alia: "warning: to avoid the resident falling, ensure that sling clips or loops are securely attached before as well as during the lifting initiation." "Lift the resident using the hand control and adjust resident to a comfortable position before the transfer." Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously for previous incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On 18 apr 2016 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer in the sling the patient fell down. It was reported that the sling detached from the lift on the shoulder side. As a consequence of the event the patient required surgical intervention however details regarding the patient's injuries have not been provided.